Event description:
It was reported that the patient received inappropriate therapy. The stored episodes showed noise. The device was reprogrammed and left implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.